Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 24 mg/dl with symptoms of a headache and dizziness. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump¿s settings had randomly reset the insulin to carbohydrate ratio. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event as a result of pump settings resetting.